Event description:
(B)(4). The dealer reported that the unknown version of solara mechanical wheelchair arms and socket sheared off, probably caused by too much pressure. There was no patient injury reported.